Manufacturer narrative:
(B)(4). 00875705601 ¿ shell ¿ 64974832; 00875201236 ¿ liner ¿ 65099256; 00877503602 ¿ biolox head ¿ 3079919. Report source united kingdom. Customer has indicated that the product will not be returned to zimmer biomet for the investigation as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent a left hip revision approximately 11 days post implantation due to periprosthetic fracture. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D10: 574201040 ¿ femoral stem ¿ 3074337. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. It was reported the patient suffered a periprosthetic fracture due to a fall. As the reason for the fall is unknown, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent a left hip revision approximately 11 days post implantation due to a periprosthetic fracture of the acetabulum following a fall. Attempts have been made and no additional event information is available at this time.